Event description:
It was reported that the patient is experiencing extreme hip pain for about six to eight months. Patient cannot walk without a walker device or sleep on the affected side. Patient stated that affected hip area is warm to touch and swollen. Patient went to see doctor (B)(6) 2012, to find out that there was a recall for her hip. During the x-ray patient could not even lift her foot off the floor because of the pain she was feeling. Blood work is scheduled for (B)(6) 2012 and at another appointment have a MRI done.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.